Manufacturer narrative:
The company representative replaced the power supply ((B)(4)). The unit was tested to factory specification. It functioned normally and was returned to the customer. The power supply was returned to datascope for further investigation.

Event description:
The customer reported that while the iabp was in use on a patient, the unit generated a popping noise and burning smell, then the unit shutdown. The patient was switched to another unit and therapy was continued. No patient injury was reported.